Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was unresponsive at times. The customer¿s blood glucose was unknown at the time of incident. Customer¿s reported that they received diminished battery life and motor sounds louder when rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Pump passed displacement test, self test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or rewind anomaly were noted. (B)(4).